Event description:
A zoll pt service rep (psr) contacted zoll customer support while fitting a (B)(6) male pt to report that he was unable to baseline the pt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon receipt, the electrode belt was unable to baseline. Upon investigation, power instrumentation amp u714 and low power instrumentation amp u705 were out of tolerance on the distribution node (dn) pca. The cause for the inability to baseline a pt was isolated to the out of tolerance amplifiers. The root cause of the out of tolerance components was unable to be positively identified. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.